Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples show the deaeration chamber was broken in half. The reported condition was verified. The set was notably used during treatment; therefore, the device was intact at that time. Furthermore, a set with such damage would not have passed loading or priming without detection or multiple alarms and leaks. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deaeration chamber was observed broken with a completely detached return line and it is assumed that external blood leakage occurred from a prismaflex m150 set. This event was observed during treatment for continuous renal replacement therapy. Treatment was terminated without returning the extracorporeal (ec) blood to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.